Event description:
The patient reported that she was lying down and felt an electrical shock, lasting 3 to 4 seconds, on her left side where her pacemaker and heart are located. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.